Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the right ventricular (rv), right atrial (ra) and left ventricular (lv) leads dislodged due to twiddler¿s syndrome. Therefore, the rv, ra, and lv leads were removed and replaced with new leads. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concommitant products: 6935m implantable tachy lead (B)(6) 2013. Concomitant product: 5076 implantable pacing lead (B)(6) 2013; d314trm implantable pacemaker cardio/defib (B)(6) 2013. (B)(4).